Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
According to provided information, the nozzle unit on o2 gas module was damaged by the customer. The ventilator passed all functional and safety tests and was cleared for clinical use. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. Our conclusion is that the replaced part was the cause of the failure. It remains unknown why the customer removed the part incorrectly. Therefore, the root cause has not been determined. The UDI information is not available since the device was manufactured before 2015.